Event description:
It was reported that the patient was hospitalized and underwent a replacement procedure of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient is doing well post operatively. It was additionally reported that the patient experienced inadequate stimulation due to the end of life of the ipg causing the patients' pain to return.

Manufacturer narrative:
The device was returned, analyzed, and was noted to be at the end of service (eos) state. The data log analysis revealed that the patient battery lifetime was calculated at 5 months, and 1.9 days with an average energy use index (eui) of 83.7. This was longer than the estimated theoretical lifetime, and it exhibited normal characteristics during the visual and functional examination. A labeling review was performed on the leads and the ipg instructions for use, IFU and there was no evidence that the devices were used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm what caused the ipg battery depletion was normal use and expected longevity. Therefore, this investigation is assigned a probable cause of end of life problem identified.

Event description:
It was reported that the patient was hospitalized and underwent a replacement procedure of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient is doing well post operatively. It was additionally reported that the patient experienced inadequate stimulation due to the end of life of the ipg causing the patients' pain to return.

Event description:
It was reported that the patient was hospitalized and underwent a replacement procedure of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient is doing well post operatively.